Event description:
Baxter (B)(4) received a report of an intermate that leaked. The leak was noted upon opening the box where the fluid was found in the overpouch. The customer also noticed that the blue winged luer was not tightened enough. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a leak. The delivery tubing was broken at the male luer adapter. The root cause was determined to excess force applied to the tubing before use. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. A follow-up report will be filed upon completion of the evaluation or if additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.